Event description:
It was reported that during the -use of a slr for the first time: the material didn¿t stick to tissue and was pushed out by the knife. Only half of the buttress got stapled. No adverse event for the patient. The surgeon cut the extra material and removed from the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2024. D4: batch # unk. Investigation summary: this is an analysis of ech60r submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a display of a tissue stapled with the properly formed staples and it appears to be a buttressing between the staple line. The second photo shows two labels with the lot tbccgss0 lot number and 2025-01-31 expiration date. Based on the photo reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of the ethicon endo-surgery quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device ech60r; tbccgss0 number, and no non-conformances related to the reported complaint condition were identified. Manufacturing date: 02.13.2023, expiration date: 01.31.2025.